Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
High lead impedance (>3000ohms with bipolar setting) and low lead impedance (under 200ohms with unipolar setting) were reported in relation to the subject lead. Lead damage around subclavicular area was indicated via x-ray. A re-intervention was performed to replaced the lead, which was not returned for analysis.